Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018, the pacemaker pocket was found infected. A device explantation procedure was thus performed and both of the pacemaker and all the leads were explanted. Preliminary analysis revealed that the pacemaker has been sterilized and released according to all applicable procedures.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2018, the pacemaker pocket was found infected. A device explantation procedure was thus performed and both of the pacemaker and all the leads were explanted. Preliminary analysis revealed that the pacemaker has been sterilized and released according to all applicable procedures.